Event description:
The customer's parent called and reported the customer was hospitalized with diabetic ketoacidosis. Customer was given six fluid bags upon admission to the hospital. Customer's parent declined to document details regarding the high blood glucose. The device will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.